Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a contact detach 23-inch infusion set, with blood glucose rising to 278 mg/dl for a few hours and no visible site or cannula issues noted during troubleshooting, which included removing and replacing the infusion set and performing fill tubing and fill cannula steps. Symptoms included hyperglycemia without reported ketosis, dizziness, loss of consciousness, or other acute symptoms. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included customer care troubleshooting and user education regarding infusion set replacement and priming steps. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.